Event description:
It was reported that upon removal of the placement wire, the wire was "shredded." The rptr stated "it is our opinion that the hospital did not remove the t-piece as an integral unit." An x-ray was taken to confirm no foreign object remained in the pt. The condition of the pt and the method of removal of the wire was reported as unk. Received update on 4/7/09 that there will be no additional info available.

Manufacturer narrative:
Sample will not be returned for eval. Follow-up report will be filed if additional info becomes available.